Event description:
It was reported that the patient with this electrode received one inappropriate shock due to oversensing of noise signals the same day of the implant. The shock impedance was noted to be low within normal limits due to patient being thin. The physician noted no known issues or reinsertion during implant. The field representative was able to reproduce slight noise in alternate but less than in episode. Technical services (ts) discussed possible air entrapment. Ts discussed performing x ray and possible troubleshooting to determine air entrapment. The xray noted good connection. The air appeared to have been resolved, the patient was hospitalized and therapy turned off while further testing was performed. A review of data 48 hours after implant revealed no noise in the last 24 hours, the therapy was re-enabled by the clinician. The most likely root cause was determined to be temporary air entrapment, which is now resolved based on the sensing metrics provided. This electrode remains in service. No adverse patient effects were reported.